Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "on the morning of december 20, 2023, the first case of the nurse who placed the intubation in the process of inserting the micro-cannula sheath into the patient encountered resistance, and after withdrawing, it was found that the front end of the tearable sheath was warped, which had caused vascular damage to the patient. In the second case, it was found that there was a burr at the front end of the white part of the cannula sheath, which posed a risk of scratching the patient's blood vessel wall, so the product was informed that there was a problem. " this report addresses the first event with a warped tearable sheath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of sheath damage is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer peel-apart sheath. The tip of the sheath exhibited deformation. Microscopic inspection of the peel-apart sheath confirmed plastic deformation and a longitudinally aligned split at the distal end of the sheath. Light use residue was also observed on the sheath. The sheath tip deformation and split was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. The extensive deformation prevented thorough inspection of the transition. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported that, "on the morning of (B)(6) 2023, the first case of the nurse who placed the intubation in the process of inserting the micro-cannula sheath into the patient encountered resistance, and after withdrawing, it was found that the front end of the tearable sheath was warped, which had caused vascular damage to the patient. In the second case, it was found that there was a burr at the front end of the white part of the cannula sheath, which posed a risk of scratching the patient's blood vessel wall, so the product was informed that there was a problem. " this report addresses the first event with a warped tearable sheath.